Event description:
Patient having a CT scan with contrast, 300 omnipaque. The IV catheter was started in the patient's right antecubital space for a nuclear medicine procedure, when that procedure was completed the patient was sent for the CT. Prior to the CT procedure the staff flushed the catheter with saline and completed a test injection with the power injector to confirm patency of catheter. The contrast injection was then initiated with the power injector. 150 cc's of contrast was to infuse but only 129 cc's hand infused when the injector stopped. Upon checking the patient it was noted that contrast was splattered on the patient and the IV catheter had ruptured, separating the catheter from the hub. The staff removed the catheter from the patient without incidence of catheter migration. The contrast was injected at the rate of 3 cc/minute and the power injector was tested in 01/03 with no problems identified on the field test.